Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as no lot number was provided. The exact reason for the removal surgery is not known, however it was reported patient complained of pain, and a possible pseudo arthodesis of the joint. Based on the x-ray provided, it is not possible to determine if there was any malfunction or non-union which would necessitate removal of implanted screws. The screws removed are all si-lok 10.0mm ha screw of varying length. Si-lok 10.0mm ha screw, 40mm, 50mm, 55mm, and 60mm were removed. Device two: brand name: si-lok 10.0mm ha screw, 55mm; common device name: si-lok 10.0mm ha screw; model #: 139.507s, device three: brand name: si-lok 10.0mm ha screw, 50mm; common device name: si-lok 10.0mm ha screw; model #: 139.506s, device four: brand name: si-lok 10.0mm ha screw, 40mm; common device name: si-lok 10.0mm ha screw; model #: 139.504s.

Event description:
It was reported to globus that a patient had surgery to remove a si-lok implant. The surgeon who performed the removal was not the surgeon who implanted the device. The initial surgery was (B)(6) 2013.